Manufacturer narrative:
Investigation revealed that there was no system malfunction. Investigation of the case logs showed that the software detected excessive forces on the load cell during bone work. This is the result of skiving forces detected while a tool is inserted into the end effector. The software correctly detected this force and alerted the user. The case logs also showed that the software detected multiple drb (dynamic reference base) shifts and alerted the user. It is recommended to perform an anatomical landmark check after receiving a drb shift warning. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue was traced to user technique.

Event description:
It was reported that a revision surgery was needed to remove and replace misplaced screws that were placed using the excelsius gps system.